Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on (B)(6) 2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported increasing glucose values. Upon inspection, the user noted that the pigtail tubing had detached from the body of the twiist cassette. The user stated the cassette had been placed in her bra and denied any pulling, force, leakage, or alarms associated with the event. Blood glucose increased to 358 mg/dl, confirmed by fingerstick, and subsequently, sensor glucose was >400. The user reported symptoms of nausea and shortness of breath but denied requiring emergency medical services. The user replaced the cassette and infusion set tubing and was able to deliver a bolus via the twiist pump. The user also administered inhaled insulin (afrezza). The user remains ongoing on the twiist pump.